Manufacturer narrative:
Weight: patient weight is unavailable from the site.

Event description:
A philips representative reported that a cardiac lead extraction procedure commenced to remove 3 leads due to cardiac implantable electronic device (cied) pocket infection. Leads were as follows, 4473 in the right atrium (ra) implanted 5-16-2006, 0184 in the right ventricle (rv) implanted 5-16-2006, 429888 implanted in the cardiac sinus (cs) (B)(6) 2019. The 429888 lead was removed with manual traction. 4473 and 0184 were prepped with spectranetics lead locking devices #2 (llds) and suture on the insulation. A spectranetics 14fr glidelight laser sheath was used on the 0184 lead, but progress stalled halfway through the proximal coil. The physician upsized to a spectranetics 16fr glidelight laser sheath and resumed extraction, progress continued to approximately 5cm past the end of the proximal coil when patient's blood pressure dropped from a baseline of 113/48 to the 50s very quickly. It was determined a rescue interventions were needed. Transesophageal echocardiogram (tee) confirmed pericardial effusion. Surgeon identified an injury to the superior vena cava (svc). Before repairing the svc with a patch the leads were removed through the injury sight in the svc. Injury was successfully repaired, leads removed, and patient survived the procedure.